Event description:
It was reported that the system steering parts were loose and it was difficult to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced worn steering parts. The system operates as intended.